Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was having pain when standing for any length of time, for instance when they were cooking dinner or peeling vegetables. The patient's representative instructed them to increase their settings. The issue was resolved and it took care of the pain in their lower back considerably when standing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient said that the scs (spinal cord stimulator) device is for lower back pain and wanted to know how to adjust it. They said when they are standing up and working in the kitchen is when they have more pain. They said it's been this way since the implant. They connected during the call and it says therapy is on, on group c. They have 4 settings. Setting 1 was at 2.8v so they raised it, and setting 2 was at 3.1v so they raised it to 3.3v. Setting 3 was at 3.0v and raised to 3.2v. Setting 4 was at 3.0v and they raised to 3.2v. They don't feel stimulation. Reviewed that not all patients will feel stimulation, but to ask the hcp if this is normal. Pt is going to try these raised settings and will monitor symptoms. If the raised settings don't help, pt will follow up with hcp.